Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center exhibited a scope communication error ¿ b30 on its monitor when they inserted the uretero reno videoscope. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The subject device was returned, evaluated, and the user¿s report was partially confirmed. The unit did not display an image during testing. However, the unit also did not display the reported b30 error code. Based on the facts found out from the investigation, we determined that image was not displayed because communication with the scope failed due to faulty video connector latch. As to the cause of the defect, the device might have been damaged or affected due to fatigue caused by repeated operations or strong impact from the outside. However, we could not identify a definitive root cause. As to b30, the phenomenon was not reproduced, so we could not identify a cause. Olympus will continue to monitor the field performance of this device.